Event description:
Medtronic sphere 9 catheter used for ablations shown an error in the temperature sensor of the catheter to the medtronic rep who advised us to open a new catheter due to the need of the temperature sensor during the ablation process.